Manufacturer narrative:
(B)(4): product type screening device, product ID 387460, lot# va096ul, product type screening device, product ID 103953-001, (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the twist lock anchor, model 103953-001, found the dimension out of specification.

Event description:
It was reported that the distal end of the lead could not be threaded through the anchor despite repeated attempts. Different anchors were used instead. There were no patient symptoms/injuries associated with this event. Please refer to manufacturer report # 3007566237-2013-02752.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.